Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a surgery to remove the essure device and a hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, weight increased and alopecia was resolving and the procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, procedural pain and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), abdominal pain lower ("severe lower abdominal pain"), uterine haemorrhage ("progressive abnormal uterine bleeding"), genital haemorrhage ("abnormal, heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhagic ovarian cyst, parity 2 and c-section. Previously administered products included for pregnancy prevention: birth control pills from 2006 to 2011 and mirena iud from 2006 to 2011; for chronic kidney disease: antibiotics. Concurrent conditions included obesity and menses irregular. Concomitant products included methocarbamol for bursitis as well as bupropion (wellbutrin), citrulline since 2013, ibuprofen from 2011 to 2015 and naproxen from 2011 to 2015. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), irritable bowel syndrome ("ibs") and pelvic pain ("pelvic pain/pain"). In (B)(6)2011, the patient experienced fatigue ("fatigue"). In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). On (B)(6)2011, 5 months 9 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and fungal infection ("yeast infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On(B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), back pain ("lower back pain"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with citalopram, surgery (total hysterectomy with bilateral salpingectomy.), surgery (total hysterectomy with bilateral salpingectomy.), surgery (total hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic inflammatory disease, uterine haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, tooth disorder, fatigue, irritable bowel syndrome, cystitis and fungal infection outcome was unknown, the abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, weight increased, alopecia, procedural pain, pelvic pain, back pain, neck pain and musculoskeletal pain was resolving, the genital haemorrhage, menorrhagia, anxiety, depression and headache had not resolved and the vaginal haemorrhage, vaginal discharge and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 232.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6)2011: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6)2014: normal findings with both essure devices concerning the injuries reported in this case, the following ones were reported via medical records: uterine haemorrhage(confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), abdominal pain lower ("severe lower abdominal pain"), uterine haemorrhage ("progressive abnormal uterine bleeding"), genital haemorrhage ("abnormal, heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhagic ovarian cyst, parity 2 and c-section. Previously administered products included for pregnancy prevention: mirena iud from 2006 to 2011 and birth control pills from 2006 to 2011. Concurrent conditions included obesity and menses irregular. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced irritable bowel syndrome ("ibs") and pelvic pain ("pelvic pain/pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). On (B)(6) 2011, 5 months 9 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and fungal infection ("yeast infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia"), weight increased ("weight gain"), procedural pain ("painful post-operative recovery"), tooth disorder ("dental problems"), back pain ("lower back pain"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy.), and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, uterine haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fatigue, irritable bowel syndrome, cystitis and fungal infection outcome was unknown, the abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, weight increased, alopecia, procedural pain, pelvic pain, back pain, neck pain and musculoskeletal pain was resolving, the genital haemorrhage, menorrhagia, anxiety, depression and headache had not resolved and the vaginal haemorrhage, vaginal discharge and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 232.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2014: normal findings with both essure devices. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine haemorrhage(confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (796910) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, urinary tract infection, apareunia (inability to have sexual intercourse), anxiety, depression, headaches, dental problems, vaginal discharge, fatigue, ibs, bladder infection, pelvic inflammation, yeast infection, nausea, pelvic pain/pain, lower back pain, neck pain and shoulder pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.